Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a pacing impedance measurement of 2281 ohms on the right ventricular channel. Review of the stored data identified the impedance measurements became variable approximately two months ago. Additionally, sensing measurements were variable and decreased at the same time. There are two recent non-sustained ventricular tachycardia episodes and the corresponding electrocardiograms show noise and oversensing. A boston scientific technical services consultant documented the clinical observations and recommended further troubleshooting. The patient has a boston scientific implanted device interfaced to a competitive right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a red alert had been generated for this system due to a pacing impedance measurement of 2281 ohms on the right ventricular channel. Review of the stored data identified the impedance measurements became variable approximately two months ago. Additionally, sensing measurements were variable and decreased at the same time. There are two recent non-sustained ventricular tachycardia episodes and the corresponding electrocardiograms show noise and oversensing. A boston scientific technical services consultant documented the clinical observations and recommended further troubleshooting. The patient has a boston scientific implanted device interfaced to a competitive right ventricular lead. No adverse patient effects were reported.